Event description:
Consumer inserted the tampon and a piece of the applicator broke off and remained inside her. The piece of plastic scratched her boyfriend during sexual intercourse. The consumer was able to remove the piece of applicator by herself.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.